Event description:
It was reported that a flogard infusion pump alarmed battery low. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. An alarm log review and visual inspection confirmed a battery low alarm. The alarm was caused by a defective main battery. The main battery was replaced to resolve the reported condition. The pump passed all testing and was returned to the customer in working order.